Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally laparoscopic distal gastrectomy, while cutting the stomach, the stapler, with its loading units, was able to fire but the distal staple line was incomplete due to the knife not cutting through. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally laparoscopic distal gastrectomy, while cutting the stomach, the stapler, with its loading units, was able to fire but the distal staple line was incomplete due to the knife not cutting through. There was no patient injury.